Event description:
Damage to the pump housing and usb port was reported, with the caller noting that screws no longer held the plastic piece surrounding the usb port, compromising its watertight nature. The damage did not affect the ability to charge the pump, and it seemed to result from normal wear and tear, though the caller was unsure of a specific event causing it. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump to be sent, advising the customer on using a storage mode and returning the damaged pump to avoid charges. The customer will continue using the current pump until the replacement, which includes updated software, is received. Instructions were also provided for setting up the new pump and connecting it to the customer's cgm.